Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was giving herself a bolus when the insulin pump alarmed with motor error. She also mentioned that insulin was squirting out of the tubing during the manual prime process; the insulin pump then alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. However, the drive support cap was completely gone. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk and unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. The insulin pump had normal operating current and passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.